Manufacturer narrative:
The sodium electrode lot number was fpu01. The expiration date was not provided. The data hinted at some residues in the cuvettes. The field service engineer (fse) found that the tubes in the rinse unit were leaking. He replaced the rinse unit tubings. The service actions performed by the fse resolved the issue. The cause of the event was due to leaking tubes in the rinse unit (component failure).

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c501 module. Initial result: 170 mmol/l. The initial result was high and did not match the patient's previous results, prompting the repeat of the sample on a different c501 module. Repeat result: 140 mmol/l. No questionable result was reported outside the laboratory.